Event description:
The event is reported as: according to papers filed in the (B)(6), following a pharyngoesophageal dilatation the surgeon attempted to remove a pilling 12fr bougie or dilator. During extraction of the dilator the metal handle was removed from the pt without the white bougie/dilator tip present. The tip was subsequently surgically removed. The pt was listed as stable post-operatively.

Manufacturer narrative:
No device sample or lot # is available for investigation.